Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a delivery issue, stating that the replacement adc freestyle libre sensor did not get delivered yet and was therefore unable to test. Customer had initially reported on 18-dec-2020 that he bumped into something and the adc sensor detached from the adhesive after 7 days of wear. Customer further reported being unable to check his glucose, he experienced symptoms described as "disorientation, sweating and unable to talk". Ambulance was called and customer was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent impairment associated with this event.